Manufacturer narrative:
Device received with prime anomaly due to due to corroded motor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unable to verify pump error 43 alarms due to prime anomaly. Pump error 53 was present in the insulin pump trace download due to moisture damage on electronic board stack. Corrosion on force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm. The customer blood glucose level was 93 mg/dl at the time of incident the customer was able to clear the alarm and unable to rewind the insulin pump. Customer advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.